Manufacturer narrative:
The initial MDR 1226181-2015-00031 was filed on january 13, 2015.additional information/ correction (01/13/15): the customer faxed complete patient information on january 13, 2015. (B)(4)

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). After the initial discordant results were obtained, ccc instructed the customer to repeat the samples and perform precision testing on quality controls. Precision testing failed and calibrations were out of range. Ccc instructed the customer to replace reagent probe 1, reseat sample 2 and reagent 2 probes, align all probes and clean the windows. Precision testing was performed on quality controls and resulted within range. The customer recalibrated the assay and repeated the patient samples, which resulted as expected. The cause of the discordant, falsely elevated hb1c results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated hemoglobin a1c (hb1c) results were obtained on patient samples on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, using a new reagent lot, and resulted lower. Precision and calibrations were then performed which resulted out of range. The samples were repeated on the same instrument after troubleshooting, resulting similarly to the previous repeat results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hb1c results.